Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the light on the transmitter didn't flash. She removed the sensor and the filament wasn't present and it's not on the adhesive. Customer inserted the sensor in her buttock and the needle wasn't hard to remove. Customer is not sure if the sensor fracture was in her body. Customer was advised if she felt discomfort to speak to her doctor. The customer's blood glucose was 6.4 mmol/l. The customer agreed for a replacement and return he sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection. Found the sensor cannula retracted inside the sensor base and found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.